Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device had a suction issue during an unknown procedure. Per service reports, this complaint cannot be confirmed. It was found during evaluation that the tips were worn out. The maintenance kit were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Due to prolonged usage overtime the tips might got worn out. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/20/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the customer as following: the device got a suction issue during an unknown procedure. Need to constantly press on the cover for it to work. Spare one has been used to complete the procedure. No harm to the patient reported. No delay reported. No further information available. Loaner requested.